Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial consumer regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that they were light headed after the procedure and were still feeling the effects. Additional information was received. They had not voided since the previous day and had no urgency to go to the bathroom and said that it hurt. No further issue alleged / identified. No further patient symptoms or complications were reported.